Event description:
The patient had 2 balloon expandable stents implanted (one was a visi-pro 5x27) on (B)(6) 2012 in the right renal. On april 1 the patient returned due to continued hypertension for a relook. The physician decided to redilate with 5mm pta balloon. After removing balloon, markers from the visi-pro stent were noted in the abdomen, still on the wire. The physician was able to retrieve the piece of the visi-pro stent with a snare.

Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.